Event description:
It was reported when the device was used during a salpingo-oophorectomy procedure, when the nurse removed the retaining cap, the cartridge had fallen out. The device was handed to the surgeon and fired without a cartridge. As a result, it cut and did not staple. The device was reload and it worked fine.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.